Manufacturer narrative:
The customer stated that they initially tested and repeated the samples as plasma samples. Then serum samples were repeated to ensure that the results matched. The calibration for hdlc4 was last performed on (B)(6) 2024, the calibration for gluc3 was last performed on (B)(6) 2024, and the calibration for chol2 was last performed on (B)(6) 2024 and they were all acceptable with no noted alarms. The provided alarm trace included alarms from (B)(6) 2024 to (B)(6) 2024. The alarm trace showed multiple abnormal aspiration (sample pipetter s1) alarms on (B)(6) 2024. These are indicators of possible poor sample quality. The field service engineer found that the cause of the event was due to a dirty sample probe. The maintenance actions resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with glucose hk gen.3 (gluc3) assay and cholesterol gen.2 (chol2) assay, and 1 patient's plasma sample tested with (gluc3) assay and 1 patient's plasma sample tested with hdl-cholesterol gen.4 (hdlc4) assay on a cobas c503 analytical unit. Sample 1 (patient 1): gluc3: initial result: 22.2 mg/dl. Repeat result: 120 mg/dl. Chol2: initial result: 11.8 mg/dl. Repeat result: 165 mg/dl. Sample 2 (patient 2): gluc3: initial result: 36.4 mg/dl. Repeat result: 76.4 mg/dl. Sample 3 (patient 3) was tested on (B)(6) 2024: hdlc4: initial result: 7.77 mg/dl. Repeat result: 47.1 mg/dl. No questionable results were reported outside the laboratory. The customer noticed receiving several low co2 results which prompted the customer to review previous results. The repeat results were deemed to be correct.

Manufacturer narrative:
The hdlc4 reagent lot number was 76970301 with an expiration date of 30-nov-2025. The gluc3 reagent lot number was 79645601 with an expiration date of 31-jul-2025. The chol2 reagent lot number was 782419 with an expiration date of 31-oct-2024. Qc was within range before and after the events. The field service engineer (fse) found that the sample probe was dirty. The customer cleaned the probe before the fse arrival. The fse checked and adjusted the sample probe rinse level, cleaned all probes, and checked the alignments. He also checked and adjusted the cuvette rinse levels and performed mechanisms checks and they were successful. He then calibrated the gear pump pressure and performed instrument checks by assay with acceptable results. The customer performed qc and it was acceptable. The instrument was verified to be performing within specifications. The investigation is ongoing.